Event description:
It was reported that during the implant of the implantable pacing lead (ipl), the physician tried to retract the guidewire inside the lead but guidewire did not retract. The ipl and the guidewire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).